Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation in the heart wall. The lead was replaced and it remains in service. No additional adverse patient effects.

Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation in the heart wall. The lead was replaced and it remains in service. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The perforation allegation was not confirmed, helix retracted, no sign of damage or defect. X-ray showed conductors are intact and crimp sleeve is in correct location. Lead resistances measured normal.